Event description:
Additional information reported that the patient's infection at the device site began in 2010, a year after the implantation of the implantable neurostimulator (ins). The ins was removed in (B)(6) 2013. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
The pt was admitted to the hosp due to an infection at the implantable neurostimulator site. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.